Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in (B)(6) with supplemental information from a nurse of peritonitis. The following information was obtained from the patient on (B)(4) 2012: on an unreported date, a break in aseptic technique occurred. The patient stated she did not "recap and did not turn the fabs off." The patient also stated that the granddaughter was coming in the room and coughing. On (B)(6) 2012, the patient was diagnosed with peritonitis. The date of onset of this peritonitis episode is unknown. The patient was not hospitalized for this event. At the time of this report, the patient stated she was "still taking antibiotics and feeling better, but not 100%." On (B)(6) 2012, global pharmacovigilance conducted further follow-up with the registered nurse (rn). The rn confirmed that the patient had peritonitis on (B)(6) 2012 and stated peritonitis was not related to dianeal therapy or a baxter device. The rn declined to provide additional information.